Event description:
Customer reports to have physical damage of insulin pump. Customer states insulin pump is cracked. Customer's blood glucose was 188 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Pump received with minor scratched display window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip. (B)(4).